Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's touchscreen cracked and the cause was not known. Blood glucose was 250 mg/dl. The pump was functional and the customer was to continue to use the pump for insulin delivery.